Event description:
The initial reporter received a questionable elecsys troponin t result for one patient tested on a cobas 6000 e 601 module. The patient's initial troponin result was reported outside the laboratory. The patient's physician did not believe the reported result as it did not match the patient's previous troponin result. The customer performed repeat testing with the patient's sample. The patient's initial troponin result was "<3" pg/ml. The patient's repeat troponin result was "approximately" 100 pg/ml. The troponin reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer performed cleaning on the sample line. He found a broken wire at the sample probe and replaced it. He performed system adjustments and performance testing. The investigation reviewed the system's alarm trace and found several sample pipetting alarms. The customer confirmed no further information would be provided for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.